Manufacturer narrative:
Product analysis is pending. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged a few days post implant. Subsequently, this patient underwent a revision procedure, but the helix mechanism would not extract after the third attempt to reposition. This rv lead was explanted and successfully replaced with a different lead, same model. The rv lead was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead dislodged a few days post implant. Subsequently, this patient underwent a revision procedure, but the helix mechanism would not extract after the third attempt to reposition. This rv lead was explanted and successfully replaced with a different lead, same model. The rv lead was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found deformed cathode coil near the terminal end, which blocked passage of a stylet. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported dislodgement.